Event description:
Information was received from a patient (pt) regarding an external device.  Caller reported the patient's desktop charger cord wires were separated where it went into the recharger and the issue began a couple days ago. Agent sent email to repair to replace the recharger. Caller reported the recharger antenna was not connecting to the implant and they were getting 0 bars and the issue began about a week ago. Caller noted the patient usually charged about once a month and the last time the patient charged was probably mid may. During the call agent walked caller through the antenna locate feature. Caller placed the paddle over the implant and pressed the stop charge and volume button and al displayed on the screen but denied seeing double headed arrows. Caller pressed the stop charge and volume button again and al displayed on the screen but the screen just went back to the speaker and charger screen. Caller denied visible damages on the recharger antenna. Caller also noted the stimulator went 'dead' and they couldn't get to connect to the implant. Recharger antenna was previously replaced (service call). Additional information was received from the patient representative. Patient rep called back and stated they were able to swap out the recharger antenna and went through antenna locate to charge the implant, but when they went to turn on stimulation they saw "por" (power on reset) on both the recharger and programmer. Caller noted towards the end of the charge session they saw the overheat alert on the recharger and had to let it cool down, but they had all 8 coupling bars. Agent walked caller through clearing por from programmer, and caller confirmed the stimulation turned on. Agent reviewed with caller everything was working as intended and to monitor the recharging and call back if the issue persists.

Manufacturer narrative:
Continuation of d10: product ID: 37761, lot# serial#: (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3: analysis of the 37761 desktop charger (s/n (B)(6)) revealed that cable assembly had bent connector pin at the end of cable. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.